Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish communication between the ipg and charger. The patient's programmer also reflects a communication error. The patient had not recharged the device in approximately 2 months and has been without therapy for 1 month. As such, the patient will undergo surgical intervention to address the issues.

Event description:
Follow-up information revealed the ipg was explanted and replaced with a different model. Effective therapy was restored following the procedure.